Event description:
Patient was revised to address instability caused by mcl tear and infection was suspected.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays were received and reviewed. The image quality of the provided photos of the x-rays is too poor to properly assess implant characteristics. Furthermore, conditions that can lead to instability, such as soft tissue laxity, or infection are often difficult to visually confirm from x-rays alone. Based on these observations, the patient¿s reported condition cannot be confirmed from the x-ray images. The information provided in the x-ray images does not indicate that the implanted devices adversely contributed to the patient¿s reported condition. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.